Event description:
Customer called with questions about infusion sets and mentioned that she had been hospitalized for low blood glucose on (B)(6) 2014. She said her sister found her passed out in the living room, having seizures and making a screeching noise. Her sister called the paramedics. Customer's blood glucose was 19 mg/dl. The paramedics gave her a glucagon shot, but she was not taken to the hospital. Customer has been working with her doctor in adjusting her basal rates and insulin. Customer's current blood glucose was not provided. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.